Event description:
Distributor's account with the holmium laser as an eval unit. The users were using device with 365 micron fiber and heard a "popping sound" around 10:00 am. Stopped the procedure and checked everything, no problems found. At 2:30 pm the cleaning crew found a burn mark on the table. The pt was undergoing a uteroscopy and later examination found a burn mark on the left buttock. The physician stated the burn mark was an "exit wound". The machine settings were not recorded. The biomed, took the machine out of service and locked in closet.